Manufacturer narrative:
The reported oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained vf episodes were seen when the patient presented for follow-up. There was noise sensed simultaneously on atrial and ventricular channel. Programming changes were made. There were no further issues and complications. Patient will continue to be monitored. Patient condition was fine.